Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump module under infused of leqembi was not confirmed on the log review or replicated during laboratory testing. Timed rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The concomitant administration set (model# 2420-0007) was returned for this investigation; was found functional and unstained. The suspect pump module (s/n: (B)(6)) and concomitant pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 10feb2025. The analysis was performed on the day of reported event: at 2:14 pm concomitant pcu was power on, and suspect pump module was attached (label b) with pvi = 288.439 ml. At 2:43 pm the infused volume of the suspect pump module was reset (pvi = 0 ml) and set loaded. At 2:45 pm suspect pump module was programmed a primary infusion of lecanemab. Drug amount = 910 mg, volume diluent = 294 ml and dose = 9.9671 mg with rate = 294 ml/h, vtbi = 294 ml; infusion lasted (32) thirty-two minutes and 157.8 ml is infused. At 3:17 suspect pump module was removed from the concomitant pcu, and then power off the system; tvi = 157.914 ml. The infusion programmed at 2:45 pm was stopped mid-infusion and then canceled, resulting in missing medication to be delivered. The bezel assembly date code was noted as january 2024 (not recall affected). It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The bd alaris system user manual (v12.1), states within warnings and cautions, "to prevent a potential free-flow condition. Ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door". The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported under infusion of leqembi was not identified during the investigation. Testing found the suspect pump module to be infusing within specifications. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported by the customer that the leqembi infusion was "set to infuse and the pump indicated infusion in progress but nothing is going". The clinician changed the pump and continued infusion with the new pump. The customer mentioned that the intended infusion rate and volume to be infused is 294.1 cc in total bag volume of 910 mg at 250 cc. Customer used barcode scanning for the infusion process. There was patient involvement but no harm. Additional information was provided by the customer to a bd associate during an on-site visit. Nurse used barcode scanning to correctly program the lequembi infusion. Clinician recalls seeing drops falling in the drip chamber and once the infusion had begun, the alaris device showed indications of the medication running (green infuse light illuminated on top of pump module, scrolling drug information on alaris pump module and on main display screen of the alaris pc unit). Clinical staff stated it did not appear (from the amount in the IV container) that the device delivered the intended amount after 32 minutes and was described as ¿nothing was going¿ by the nurse. The clinician replaced the alaris pump module for another and continued the infusion without incident. The primary IV set in use was an alaris pump set #2420-0007.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the leqembi infusion was "set to infuse and the pump indicated infusion in progress but nothing is going". The clinician changed the pump and continued infusion with the new pump. The customer mentioned that the intended infusion rate and volume to be infused is 294.1 cc in total bag volume of 910 mg at 250 cc. Customer used barcode scanning for the infusion process. There was patient involvement but no harm.